Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states they feel well and does not require medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory. (Customer only had two results in the meters memory): 1:146mg/dl (B)(6) 2015 07:07:00 am fasting:yes 2:240mg/dl (B)(6) 2015 06:30:00 pm fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states they feel well and does not require medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory. (Customer only had two results in the meters memory): 146mg/dl (B)(6) 2015 07:07:00 am fasting:yes, 240mg/dl (B)(6) 2015 06:30:00 pm fasting:yes. No adverse event reported.